Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that device testing shows noise on the left ventricular (lv) lead and right ventricular (rv) shock channels, when the patient lifts their right arm. The patient had not been seen in over a year and had been in a car accident last year. The noise appeared to be myopotentials. It was also thought that the physician said pacing impedances were greater than 2500 ohms. A chest x-ray was taken and was inconclusive, as it was very hard to tell if the lv lead was fully inserted. However, no lead break was observed. Additional information reported indicated that poor amplitude and high pacing thresholds were also observed on the lv lead. The lv lead and the cardiac resynchronization therapy defibrillator (crt-d) were removed and replaced by another manufacturer's products. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.